Manufacturer narrative:
UDI not available as product manufactured before 9/24/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was scheduled for a device change-out and noise episodes on the right ventricular (rv) lead were noted during device interrogation. The physician chose to replace the rv lead due to the oversensing noise, which was reproducible. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.